Manufacturer narrative:
An investigation has been initiated. The returned device sample was forwarded to the device contract manufacturer for evaluation. When the investigation is complete a final report will be files.

Event description:
Lumen broke-ru arm.